Event description:
The customer reported oil mist haze. The customer stated that they had been experiencing the issue for a "while" and received a letter to call in for service. The customer stated that there were no physical symptoms reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist assembly. He ran a test cycle, and the system met all manufacturer specifications.